Manufacturer narrative:
Evaluation: the product ws not returned for analysis product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information was requested. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient had photophobia, glare, halos and pain; therefore, the iol was exchanged for a different model. The patient had an extended use of postoperative steroid eye drops. The event resolved after the iol exchange. Additional information was requested. There are two medical device reports associated with the patient. The first was filed under MFR. Report# 1119421-2014-00934. This report is for the right eye.